Manufacturer narrative:
(B)(4).. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers son reported via phone call that his father was visited emergency room and hospitalized on (B)(6), 2021 due to diabetic ketoacidosis and high blood glucose. Blood glucose level at the time of the incident was over 500 mg/dl which was treated with insulin pump and intravenous insulin drip. Customer had symptoms related to their high blood glucose event was feeling sick, unwell, tired. Customer has been using the insulin pump system within 48 hours of reported high blood glucose event. Auto mode feature was active at the time of high blood glucose event. Customer did ketones test and found 2 plus ketones. The insulin pump will not be returned for analysis.